Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that his blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 4 and 24 hours on the arm. In addition, the patient reported having high traces of ketones. The patient woke up multiple times throughout the night to drink water and deliver correction boluses. He confirmed the adhesive was secure during wear, but stated he could smell insulin. Eventually the patient decided to replace the pod with a new one. After removing the device from the site, he observed "a little bump" on his skin and noted that the cannula appeared to be bent. It should be noted that the patient reportedly has a history of absorption issues.